Manufacturer narrative:
The device was returned for inspection. A definitive root cause could not be determined. Based on the results of the investigation, olympus confirmed foreign material came out of the device. Regarding the image issue, the most probable cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the device evaluation, the colonovideoscope exhibited an intermittent image with only red dots followed by loss of image, and white residue was observed on both sides of the air/water channel. There was no patient involvement.